Event description:
FDA forwarded the MDR sent by the user facility, ref number (B)(4), to lifecell. The pt had the device placed as part of a complex abdominal wall reconstruction. As the surgeon was placing and relocating sutures to adjust tension across the strattice, tears developed at site of prior suture placement. He inset the remaining area with pledgets to reinforce the torn areas. There was no serious injury to the pt. This complaint was evaluated as related to technique, since the surgeon was relocating sutures to adjust tension on the device. Lifecell is now reporting this as a malfunction which may contribute to a serious injury if the malfunction were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Review of info reported to lifecell. Review of the device history records. Query of lifecell complaint management database for any similar complaints reported against this lot. Review of the device history records resulted in no remarkable findings, with no deviations or non conformities related to the nature of this complaint. Lot met qc release criteria including mechanical testing. At the time of initial investigation, there were (B)(4) devices distributed from lot s10882. As of (B)(4) 2011, there were no other complaints reported against this lot. Conclusion: based on internal investigation lot met qc release criteria including mechanical testing. There is no serious injury reported with this event, but there is a risk of serious injury if the event were to reoccur.